Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certainds2adv auto CPAP device. The manufacturer received information alleging pca burned and iso port contaminated. The patient alleges pca burned and iso port contaminated were observed of the device. The patient also alleges the device stopped working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.